Event description:
The visi-pro came off the balloon in the superior mesenteric artery; the stent was deployed, but not in the exact target area the physician wanted. After this took place, the physician pulled another visi-pro of the same size and deployed this one successfully in the sma. The patient was not hurt and the rest of the procedure went well.